Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported issue was verified through plunger flipper sensor check. Probable cause was plunger gear flipper rack is installed incorrectly; plunger head pcb is not glued down. Passed all performance verification testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pumps failing to recognize 3cc syringes. The pump continued to accept 50cc and 60cc syringes without error. Upon inserting a 3cc syringe, the unit displays the message ¿syringe plunger not in place¿ and does not allow confirmation. The event occurred during occlusion testing.